Event description:
It was reported that the user had difficulty inserting a stylet through the catheter prior to placement. The catheter was not inserted into the patient because the user suspected that the catheter's lumen was occluded or narrowed than the normal specification. The catheter was replaced.

Manufacturer narrative:
The reported event was unconfirmed. Received only 3 way catheter for evaluation. No visual defects noted on returned catheter. Per the functional testing, the balloon was inflated with 10cc of water and administered to flow rate testing. While inflated, the flow rate was 300ml/min, 290ml/min and 305ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Precautions for use 1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 2) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] 3) when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. 4) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 5) do not wipe catheter surface with organic solvents such as alcohol. 6) do not aspirate urine through drainage funnel wall." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user had difficulty inserting a stylet through the catheter prior to placement. The catheter was replaced.